Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The tubing was clamped at the port, the pump was turned off, and the cassette was removed. Air bubbles were noted in the cassette tubing. The tubing was massaged and the cassette was tapped on a hard surface. There was no flow stop present. The cassette was attached back, and upon restart, the alarm persisted. Troubleshooting methods were repeated with no resolution. The reservoir volume was 56.2, rate was 2, and 34.25 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.